Event description:
In 2009, the patient reported that she has been experiencing e4 (occlusion) errors for the past week. She stated that she changed her infusion site this morning and then attempted to bolus, but e4 was displayed. To troubleshoot, the patient was instructed to disconnect from her infusion site and she bolused 3 units of insulin without error. She reconnected to the infusion site and bolused 2 units of insulin without error. She stated that the cannula of the infusion site she removed this morning was severely kinked. She stated she changes the infusion site every 2-3 days and the infusion tubing once per week. She was advised to change the infusion tubing every 6 days. She stated that she inserts infusion sites at a 90 degree angle, but sometimes experiences pain and kinking of the cannula during insertion. No physiological effects were reported. The patient was sent an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.